Event description:
It was reported via social media that thrombosis, cerebral vascular accident (cva) and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. On (B)(6) 2022, the patient experienced a cva, and 3 blood clots were subsequently removed. The patient was unable to swallow following this intervention and died 5 days later.

Manufacturer narrative:
Implant date- estimated as (B)(6) 2022 as the comment was made in 2022 with no other information on specific date of implant.